Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient¿s height was (B)(6) and the patient¿s weight was (B)(6). X-rays were provided and reviewed and showed that the catheter had dislodged/migrated. It was reported that it was unknown what caused the catheter migration/dislodgement. It was unknown if any interventions, actions, or surgical procedures were taken or planned to resolve the issue was the patient was in (B)(6) and had no plans to return to (B)(6) to continue treatment. It was reported that it was unknown if the catheter issue and patient symptoms were resolved as the patient was in (B)(6) and had no plans to return to (B)(6) to continue treatment. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the device was not explanted so there would be no device returned for analysis. No further complications were reported and/or anticipated.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731sc, lot# 0212935539, implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine with an unknown concentration and unknown daily dose via an implantable pump for pain. It was reported that on (B)(6) 2017, there was ¿pump catheter dislodgement or migration¿. It was reported that the patient experienced symptom return. It was reported that patient compliance was noted as a factor that may have led or contributed to the issue. It was noted that it looked like dislodgement and that they would discuss with the doctor and then follow-up. At the time of the report it was noted that it was unknown if the issue was resolved. It was reported that it was unknown if the product had any contact with a patient with any infectious disease. It was reported that it was unknown if any surgical intervention had occurred. The patient status at the time of this report was alive ¿ no injury. No further complications were reported and/or anticipated.